Event description:
It was reported that the patient was dissatisfied with inflatable penile prosthesis (ipp) due to floppy glans at the head of the penis. The patients anatomy was causing the issue which led to the removal and replacement of the preconnected ipp with a new one. No patient complications were reported in relation to this event. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient was dissatisfied with inflatable penile prosthesis (ipp) due to floppy glans at the head of the penis. The patients anatomy was causing the issue which led to the removal and replacement of the preconnected ipp with a new one. No patient complications were reported in relation to this event. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.